Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the power supply, and repaired the arc fastening pins (faulty usage) and the fuse. The system operates as intended.

Event description:
The customer reported that there was no up/down movement. The system arced and there was no x-ray.